Manufacturer narrative:
Concomitant medical products: 6944, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead possibly exhibited high pacing thresholds. The lead remains in use. No patient c omplications have been reported as a result of this event.